Event description:
It was reported, the video system center had no image. The issue occurred during preparation for use in a diagnostic gastroscopy procedure. There was no delay to the procedure reported. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found the interface of each circuit board was corroded, resulting in no image under each channel. Should additional relevant information become available, a supplemental report will be submitted. Complete establishment city: (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: corrected fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "no image is output" was caused by accidental liquid immersion inside the product and printed circuit/main (cp/dp/dx/cm) boards were found to be corroded. Olympus will continue to monitor field performance for this device.

Event description:
The customer reports do delay in the procedure.